Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope (gynecologic) displayed purple stripes and green images. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) damaged and r-unit (charged coupled device) was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to r-unit (charged coupled device) was broken therefore the image was having green/purple stripes. Also, for the fiber bonding in the outer tube area (distal end) was damaged caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.